Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: the ventilator showed technical failure (tf) 5507, indicating a defective/leaking mixer valve. Calibration including mixer valve check was performed. The event did not occur during ventilation. The ventilator alarmed visually and acoustically.